Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the pacing impedance of the right ventricular (rv) lead had exceeded the programmed upper alert threshold, triggering an alert for "right ventricular pacing impedance out of range." The lead remains in use. No patient complications have been reported as a result of this event.